Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. D 9;h10.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue but the cartridge alarm reoccurred. There was no adverse impact to the customer¿s blood glucose level.